Event description:
During open abdominal aortic aneurysm repair procedure, a howard debakey aortic aneurysm reverse curved shaft clamp 12.3/4 was used to clamp the aorta. After one hour, without being touched, the clamp snapped suddenly, at the handle between the ratchet and the clamp section. The clamp release off the aorta and the field filled with blood. The surgeon occluded the aorta by hand to stop the bleeding.